Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to a deviation noted between the stylus and cursor on screen. It was also noted that printing was not possible as the hard disk space was full. No paper was in the printer paper tray. The cord bay was broken. The upper case of the keyboard was broken. The upper and lower handle was broken. The company logo button was missing. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.